Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a bolus for 14 units of insulin instead of requesting a bolus for 14 grams of carbohydrates (carbs). Tandem technical support verified that the bolus of 14 units had been delivered to the customer. Recommendation was made to consult with health care provider or emergency services. There was no reported impact to the customer's blood glucose level. Although requested, no further information was provided.